Event description:
It was reported that the bd recykleen¿ sharps collector was broken. The following information was provided by the initial reporter: "bd recykleen sharp collector broken."

Manufacturer narrative:
H6: investigation summary: the customer provided photos with the complaint of broken sharps collectors. The photos showed clear evidence of cracks and the customer's complaint has been verified. This information was then sent to the supplier for further investigation. According to the DHR review process, the result showed there were no issues reported like lids broken or cracked during the manufacturing process of the lot number (1057912). A review of the ncmr¿s was performed; the result showed there were no issues reported like broken or damage issue for the same part number (305517) throughout the last twelve months ((B)(6) 2020 thru (B)(6) 2021). With the information provided, the root cause was not established but possible root causes include: 1non-controlled method to ship partial boxes to end user (re-packaging process). 2non controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd recykleen¿ sharps collector was broken. The following information was provided by the initial reporter: "bd recykleen sharp collector broken."